Event description:
It was reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. It remained on the device after removal from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action-failure to detach, physician communication (2007).